Event description:
The patient's mother reported that the pump reset itself without intervention and was subsequently unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Evaluation revealed a damaged circuit board.